Manufacturer narrative:
Correction to section d7.

Manufacturer narrative:
Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter valve replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, rapid deployment, movement of the delivery system by the operator, valve size mismatch, suboptimal implant location, and incomplete frame expansion. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. Valve deployment in unintended location is listed in the instructions for use (IFU) as a potential risk associated with the tavr procedure, the bioprosthesis, and the use of its associated devices and accessories. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the valve embolization into the aorta cannot be confirmed, however, per report, procedural factors (pacing capture was lost during post dilatation) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) with a 20 mm sapien 3 ultra valve, paravalvular leak was observed. Post dilation was performed and the valve embolized into the aorta during inflation due to loss of pacing. The valve was expanded into the descending aorta. A new 23mm sapien 3 ultra valve was implanted. The patient is well post procedure.